Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found that the power supply had malfunctioned. The cse installed a new power supply, which resolved the issue. The cse ran daily cleaning procedure and the customer ran quality controls, which were acceptable. The cause of the smoke being emitted from the advia centaur xp instrument was due to a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. The operator turned off the instrument and disconnected the power. There are no reports of injury to staff, damage to property, or impact to patient samples.